Manufacturer narrative:
Concomitant medical products according: item: unknown alloclassic cup, catalog #: unknown, lot #: unknown. The following report is associated with this event: 0009613350 - 2018 - 00404, the manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4). Note: this is a split case with zimmer inc., (B)(6) reference number (B)(4).

Event description:
It was reported that the patient implanted with an unknown biolox head on an unknown date. Subsequently, the patient was revised on an unknown date due to unknown reason.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
No trend considering the following event is identified: infection. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported that a patient underwent a revision surgery around 10 months post implantation due to infection of the hip. Note: this is a split case ((B)(4)) for the alloclassic variall biolox delta liner as the design owner of this device is zimmer biomet inc., warsaw. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis; according to the information received it was discarded at the hospital. Review of product documentation - the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. -IFU (B)(4) (for ceramic head). Root cause analysis root cause determination using rmw (for biolox delta head): - non-sterile device is implanted due to sterilization process failure not possible -> a systematic issue with the sterilization process would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. - non-sterile device is implanted due to contaminated device due to packaging failure not possible -> a systematic issue with the packaging design would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. - non-sterile device is implanted due to surgeon resterilizes head not possible -> IFU d011500245 chapter "resterilization information" biolox delta ceramic femoral heads must not be resterilized by any method. No information received, that the surgeon resterialized the device. Therefore, this cause can be excluded. - non-sterile device is implanted, cross contamination due to explanted ceramic head is reused with the same or new femoral stem not possible -> IFU d011500245 chapter ¿warnings¿ re-use of a single use device that has come into contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with re-use of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. In addition, no information received, that a single use device was reused. Therefore, this cause can be excluded. - non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage => possible, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. - non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head) not possible -> a systematic issue with the inadequate labeling would have been detected as part of the issue evaluation assessment. Therefore, this cause can be excluded. Conclusion summary it was reported that the patient underwent a revision surgery around 10 months post implantation due to infection. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. As no lot number was provided for the varial shell, the device history records and its associated sterilization certificate could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR and suitable sterilization certificates. Moreover, no trend on infection has been observed for those products. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. It is highly unlikely that a disadvantageous product design favoured or contributed to the infection. However, the appropriate ifus for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: alloclassic variall, shell with polar screw, item#: 01.00044.011, lot#: unk. Item: alloclassic variall, slv stem, item#: 01.00125.050, lot#: 2791963. Item: alloclassic variall biolox delta, insert, kk/32 item#: 00877401232, lot#: 2775846. This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Corrected and additional information is filled in the follwing fields: investigation of this incident is currently ongoing, a follow up report will be submitted when additional information becomes available. The following reports are associated with this event: 0009613350 - 2018 - 00469, 0009613350 - 2018 - 00404 - 1. Zimmer biomet¿s reference number of this file is (B)(4). Note: this is a split case with zimmer inc., warsaw reference number (B)(4).

Event description:
It was reported that the patient underwent initial hip arthroplasty and underwent subsequently to revision surgery due to infection. The revision took place approximately 10 months post-implantation.